Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # p050017/s002 and s003 the ziv6-80-12-8.0 of lot c1225153 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the complaint device made patient contact, and was advanced over a stiff 0.035¿ diameter, non hydrophilic, terumo glide wire. The complaint device was flushed prior to use. The patient anatomy was not severely calcified or tortuous. The complaint device encountered resistance, and did not reach the target lesion. The target lesion was in the deep iliac vein. The complaint device was advanced through an unknown access sheath of korean manufacture. The guide remained inside the patient after the complaint device was withdrawn. The procedure was completed with another cook product and there were no adverse effects to the patient reported as a result of this occurrence. On evaluation of the returned device, it was observed that the flexor had separated from the handle at the white cap, and that the flexor was separated near the distal tip. The stent was partially exposed where the flexor was separated at the distal end of the device, and there was damage noted on the stent. The device was returned with the red safety tab in place. The distal white tip was observed inside the flexor. A bulge was noticed at the distal flexor marker band, when observed under microscope. The wire guide was returned stuck in the device, and was confirmed to be 0.035¿ in diameter. During the evaluation, the engineers suggested that the cause of the flexor separation could be linked to the flexor separating from the handle. It may be noted that the wire guide was returned stuck inside the device, in contradiction of customer testimony that the wire guide remained in the patient after device removal. However, the customer has reported that the physician is unavailable to confirm their statements. The customer complaint is confirmed, as the flexor was observed to be separated at the distal end of the device. Product development were contacted to assess the failure modes, and stated that it was not possible to confirm if the two failure modes (flexor separation and handle/flexor separation) observed in the lab evaluation were linked. Possible causes for this occurrence could include the use of the complaint device in a non-indicated location. From customer testimony, this incident occurred during advancement to the deep iliac veins. The patient anatomy could have caused the resistance encountered during the use of the product. The resistance could have created high forces, and led to flexor elongation, which could cause or contribute to the flexor separating. However, as the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. As per the product IFU: ¿the product is intended for use in the iliac, carotid and renal arteries for the following treatments: arteriosclerotic stenosis / total occlusions that have been recanalizated¿ prior to distribution all ziv6 (zilver 635) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1225153) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest any issues with lot c1225153. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed with another cook device. Patient was discharged from the hospital. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Stent catheter distal tip broken. Just put wires(035') in to the product.